Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a distorted display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a distorted display was confirmed during product evaluation. It is unkown if the reported condition was reproduced. The root cause of this condition was assigned to a faulty main display. The main display was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.